Event description:
The customer reported that the device emitted a burning smell and burn marks were observed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device emitted a burning smell and burn marks were observed. There was no reported pt involvement. Philips evaluated the device and confirmed the customer's reported problem. The device was found to need add'l repair and the battery was found to be over 8 years old. The customer refused the service quote. The cause cannot be determined.